Manufacturer narrative:
Additional information added: the device was not returned however, a picture of the impacted set was provided. The visual inspection observed that the return line - filter - deaeration chamber was disconnected from the deaeration chamber. The reported condition was verified. The cause was supplier related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st60 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter phone number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after approximately four hours after the start of continuous renal replacement therapy using a prismax machine and a prismaflex st60 set, a disconnection of the reinfusion line that enters the deaeration chamber occurred. The machine generated a disconnection and return alarm and the therapy was immediately suspended. An unspecified amount of blood loss was reported. There was no patient injury or medical intervention associated with this event. No additional information is available.